Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the dreamtome device was unable to make a successful cut despite several attempts using the erbe machine. Upon removal, the physician discovered that the metal wire had broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.